Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation by the site; complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Pouch leaks are considered a major attribute. Testing is performed on four pouched wraps every ten minutes of flow wrapper uptime (per (B)(4), effective: 04aug2017) to minimize the occurrence of defective pouches in the batch. Maximum acceptable pouch leak fails are based on the number of the performed sample tests. An experimental order (e/o) to test a new anvil was conducted under (B)(4) and it was concluded that the anvil was fit for its intended use. An occurrence ((B)(4)) was created to track the implementation of the new anvil with two hermetic sealing lines for both m and b lines. Individual child records will monitor the implementation of the change control for each line. (B)(4) implement change control for the new anvil with two hermetic sealing lines on m line was completed on (B)(6) 2018. After a review of the leak data the batch in question did not have any leak results outside the release specifications. Pouch sealing defects are being trended for all batches at the site level with every complaint (by batch) using the lot history report attached to the complaint in pcom by complaint intake and by the data and analysis group monthly. No additional action is required for this defect related to this batch. Corrective actions are already identified to correct the defect. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] pc- the thermacare neck, shoulder, and wrist the bubbles are broken/wraps have broken bubbles on them [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number t65609, expiration date oct2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the thermacare neck, shoulder, and wrist bubbles were broken/wraps had broken bubbles on them. The package said not to use the product if the bubbles were broken. She stated the boxes were a little crushed and it looked like someone tried to open the box or the end came undone because the box was crushed a little. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The sample is not available for evaluation by the site; complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Pouch leaks are considered a major attribute. Testing is performed on four pouched wraps every ten minutes of flow wrapper uptime (per (B)(4), effective: 04aug2017) to minimize the occurrence of defective pouches in the batch. Maximum acceptable pouch leak fails are based on the number of the performed sample tests. An experimental order (e/o) to test a new anvil was conducted under pr-2134579 and it was concluded that the anvil was fit for its intended use. An occurrence ((B)(4)) was created to track the implementation of the new anvil with two hermetic sealing lines for both m and b lines. Individual child records will monitor the implementation of the change control for each line. (B)(4)-implement change control for the new anvil with two hermetic sealing lines on m line was completed on (B)(6) 2018. After a review of the leak data the batch in question did not have any leak results outside the release specifications. Pouch sealing defects are being trended for all batches at the site level with every complaint (by batch) using the lot history report attached to the complaint in pcom by complaint intake and by the data and analysis group monthly. No additional action is required for this defect related to this batch. Corrective actions are already identified to correct the defect. The product quality for the batch is not impacted by this complaint. Follow-up (25sep2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "bubbles were broken/wraps had broken bubbles on them/the boxes were a little crushed and it looked like someone tried to open the box or the end came undone because the box was crushed a little" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "bubbles were broken/wraps had broken bubbles on them/the boxes were a little crushed and it looked like someone tried to open the box or the end came undone because the box was crushed a little" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.